Event description:
The manufacturer received information from a third party service center alleging a ventilator failed a step during testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The flow sensor was found to be contaminated. The device's flow sensor assembly was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.